Manufacturer narrative:
D2b: product code - lit. G4: PMA/510(k) # field on 3500a form: k162350.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately calcified vessel. A 3.0mm x 220mm x 150cm, coyote balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the second inflation at nominal pressure for 15 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications reported, and the patient was in good condition after the procedure.